Event description:
It was reported that the pca modules alarmed for occlusion "despite no occlusion" and allegedly stopped working during an infusion of morphine 30mg/30mll contained in pca syringe ndc 76329-1912-01. Per report, the devices were used infrequently and was last used less than three months ago. Due to the event, the clinician had to administer pain medication via IV push as needed. There was no patient harm. Bd has learned additional information. It was reported by the hospital's third party biomed that they performed a calibration on the unit, then a preventive maintenance (pm) procedure and the device passed the inspection. Per report, the last time they performed the pm was last april. The pca module went unused until october/november. That is when they started to get reports of occlusion alarms. The biomed was unable to replicate the occlusion alarms during their testing. The customer reached out to bd technical support team and was told that if a pca goes unused for 3 months, that they could go out of calibration. The customer reportedly was provided recommendation to perform calibration and pm using the maintenance software on the pca. The customer now has changed their pm frequency to quarterly.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility